Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part# 07.702.016s, lot # 4d53701, manufacturing site: osartis gmbh, supplier : na, release to warehouse date: 17 apr 2024, expiration date: 01 apr 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. How was the cement prepared for use after pouring the ampoule into mixer, closed and tightened the lid, the blue handle of the cement kit mixing device wasn¿t working, not able to push nor pull. B. What equipment was used to prepare / mix the cement? Vertecem v+ cement kit mixing device c. What was the timing to mix and the time between mixing and setting? More than 10 minutes. D. What equipment was used to deliver the cement? Did not use the broken cement kit as cement was not able to mix well. E. Can you provide the quantity used of the cement product? Did not use the broken cement kit as cement was not able to mix well. F. Please provide patient status/outcome? Used another cement kit set, patient status all good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a1, b5. Corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the blue handle of the vertecem v+ cement kit was broken before mixing the cement on an unknown date. The procedure was completed successfully with a ten (10) minute delay using another cement kit. There were no patient consequences.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.